Manufacturer narrative:
Results: actual sample and 2 relative samples from same lot, were returned to bd along with a photo of each sample for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5226705. The samples and photos confirmed the customers' indicated failure mode of improper assembly. Conclusion: this is a confirmed complaint for lot# 5226705. CAPA (B)(4) has been initiated. Multivac knives are cutting into blister packages during sealing process. (B)(4).

Event description:
It was reported that when phlebotomist opened package, the tubing was not attached to the wingset of a bd vacutainer® push button blood collection set, 23g x 0.75 in with pre-attached holder. No serious injury, blood to mucous membrane exposure or medical intervention was reported.